Event description:
It was reported that the latch will not register when locked. This was found during testing.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - primary UDI number: correction. D9: date returned to mfg.: 3/14/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "latch will not register when locked¿ was confirmed. The probable cause was flex circuit damage. The flex circuit was replaced to resolve the issue. Visual inspection found lens scratched, battery door broken and seal delaminated. During the power test it was found that the pump does not turn on with batteries, therefore the battery compartment was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.